Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. Upon initial inspection the stent was no longer on the balloon but still on the shaft 10cm above the proximal balloon cone. The stent and balloon were heavily soiled with blood indicating that the device had most likely past through the hemostasis valve of the introducer sheath. The diameter of the stent was measured in the middle to determine if the stent was properly crimped by manufacturing. The diameter was 2.18mm. The diameter is indicative of a stent that was properly crimped. The diameter is only slightly bigger due to being pushed over the folded proximal balloon cone. The balloon surface was evaluated to determine if the stent was crimped properly during manufacturing, (when the stent is crimped on to the folded balloon the stent frame leaves impressions on the surface of the balloon. The impressions indicate if the stent was properly crimped). The impressions were clearly visible indicating that the stent was properly crimped by manufacturing. The sheath used in the case was also returned. The complaint details indicate that no other devices had been passed through the introducer sheath prior to the use of the icast covered stent. It is clear that the distal tip of the introducer sheath is deformed. The cause of the deformity is most likely from the second stent that was successfully deployed. An additional 7mm x 22mm covered stent was placed through the valve of the introducer sheath without issue. The stent passed through the valve without any movement of the stent. The inner diameter of the introducer sheath valve was measured and found to be .098in. The instructions for use specify the following: "do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lb. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: other potential causes may also be considered but cannot be verified. In many cases stent dislodgement has been when operators grasp and tug on the stent to verify stent retention. This technique can dislodge the stent if too much force is applied. In some cases we have also learned that operators mistake the white eptfe covering on the stent for a removable sheath and try to pull it off.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
The stent was removed from the sterile packaging and properly prepped. The stent was advanced over an 0.035 rosen wire and introduced through a 7fr cook flexor introducer sheath. As the stent was being introduced, it lost retention prior to going into the hemostatic valve of the sheath. Once the physician loosened the leaflets of the valve, he had no difficulty.